Event description:
Customer reporting a complaint on product 8645wl qty 3, 8282wl we do not have lot #'s. Alarm #1 did not alarm when patient got up. Unknown if sensor was paired correctly. Patient fall. New alarm swapped and 2nd alarm failed to sound too which is alarm #2. These were both in rm 478. No injury from 2nd or 1st fall. Product 8282wl kept triggering the nurse call system falsely. Could not be corrected until a different 8282wl was tested. 3rd alarm gave audible warning that maint was req'd. It would not alarm when patient got out of chair. No falls. Triggered chair exit alarm while patient was lying in bed.

Manufacturer narrative:
H3: the device was returned and evaluated by tidi products; at which time it was found to be functioning according to manufacturing specifications. Even if cosmetic damage is noted, the evidence supports that a device malfunction did not occur. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).